Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed the set and was unable to rewind the insulin pump the night before. She tried again the day of the call and still couldn't rewind it. Blood glucose value is unknown. The customer confirmed the battery status was full and was assisted; customer was able to complete rewind and prime.